Event description:
It was reported that pump experienced malfunction alarm with code Malf 16, with no notable events occurring beforehand and pump identified as part of field correction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and Technical Support arranged shipment of refurbished replacement pump with updated software.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.